Event description:
Procedure was to treat a lesion in the lad, which was heavily tortuous. The lesion was dilated and the zeta stent was advanced to the lesion; however, the stent became dislodged from the balloon. The stent delivery system (sds) was removed and snare was used to retrieve the dislodged stent.